Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Visual evaluation of the returned device couldn¿t find any signs of damage to the distal surface or dovetail feature. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products : item#:42530006702, natural tibia trabecular metal two-peg porous fixed bearing, lot#:64405748. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a total knee arthroplasty the articular surface would not seat on the tibia.